Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure before use on patient, it was observed that the electronic pen drive device motor was not working. . It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturing facilities was inadvertently documented as (B)(4) in the initial report. It has been updated to (B)(4) to reflect the correct information. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device did not function, seized, jammed and moved heavy. The device failed the following pre-tests: check function and direction of rotation, check function with test hand switch and check function with foot pedal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.